Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there have been multiple occasions where the meter displayed the incorrect I:c ratio when attempting to deliver a bolus. The reporter indicated that they will hit the back arrow to get out of the screen and then goes back to the bolus screen and the I:c ratio will read correctly. The meter and pump are reportedly paired. This report is being made based on the allegation that the meter is displaying the incorrect I:c ratio when attempting to bolus.

Manufacturer narrative:
The device has not been returned to animas for evaluation. Animas has conducted a review of the device history record and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.